Event description:
Birschmann et al.the journal of heart and lung transplantation, 2014: 1; 33, 80-87 10 patients with hvad pump implanted between 2009 and 2010 are included in the report, event dates are not know. 8 males and 2 females average age = 44 years old with a range of 16-69 years old. Events reported: bleeding, pump thrombus, ischemic stroke. No information on treatment or outcome was included.

Manufacturer narrative:
After follow-up attempts, no additional information is available. Bibliography-ingvild birschmann,md,phd,a marcus dittrich,md,phd,b thomas eller,phd,c bettina wiegmann,md,d armin j.reininger,md,e ulrich budde,md,f and martin strüber,mdg. Ambient hemolysis and activation of coagulation is different between heartmateii and heartware left ventricular assistdevices 2014: 1; 33, 80-87.